Event description:
It was reported when the device was used during a anterior resection, the staples did not fire correctly. Hand sewing was performed to close the site. A colostomy was performed to allow the site to heal. The patient later expired.